Event description:
It was reported that patients ipg site was leaking fluid. It was noted that there were no signs of infection. Additional information was received that patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that patients ipg site has a leaking fluid with no signs of infection. Additional information was received that patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patients leads were also explanted. The explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that patients ipg site was leaking fluid. It was noted that there were no signs of infection.